Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) verified all mechanical and fluidic adjustments and performed an instrument check. All checks passed and no instrument issues were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned low results for 15 patient samples tested for elecsys testosterone ii assay (testosterone ii) on a cobas e 801 analytical unit. Discrepant results were provided for 3 patient samples. Patient 1 initial result was 461 ng/dl. The repeat result was 748 ng/dl. Patient 2 initial result was <2.5 ng/dl with a data flag. The repeat result was 15.7 ng/dl. Patient 3 initial result was 47.1 ng/dl. The repeat result was 96.4 ng/dl. The initial results were reported outside of the laboratory where the doctor questioned them. The repeat results were believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number is (B)(6).